Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, system drawer had read, write, and invalid cubie memory. The customer tried to recover, but the issue persisted. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer had read, write, and invalid cubie memory. The field service engineer (fse) observed main full height drawer 6 opening and allowing pocket access but not detecting the close state, with no failed drawer indication on the display. Performed a cold boot power cycle, reinstalled the row board cable, and verified the drawer controller board functionality; rebooted the station which restored normal operation. The system functioned as intended after the field service engineer repaired the device.